Event description:
As reported by our (B)(4) affiliate, following the removal of a 16fr expandable sheath (esheath) in a tavr procedure, a femoral artery injury occurred and was repaired using a covered stent. During the transfemoral tavr procedure, following the successful deployment of a 29mm sapien 3 valve, as the commander delivery system (ds) was being pulled back into the esheath; a ¿rupture¿ in the liner was noted and the ds was outside the expandable portion of the esheath. During the removal of the esheath, the perclose was damaged, resulting in a femoral artery injury. A covered stent was implanted to facilitate the vessel closure. Following removal of the esheath, it was noted that the esheath liner was torn. The patient was transferred in stable condition. At the time of this report, the patient was doing well. It was perceived that damage to the perclose device during removal of the esheath contributed to this event.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Per additional information received, due to the fact that the sheath rupture made the access area bigger the physician was forced to put a cover stent in to stop the bleeding. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien xt valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr sheath is 6.0mm. In this case, the patient¿s access vessel mdl cannot be confirmed. Due to the fact that the sheath rupture made the access area bigger the physician was forced to put a cover stent in to stop the bleeding. There was no other harm done to the patient. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.